Manufacturer narrative:
It was reported that the patient experienced inflammation and knot spitting. The patient was possibly treated by removing the spit knots. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent a right open reduction internal fixation distal radius fracture procedure on (B)(6) 2013. The patient experienced puss, redness, superficial wound dehiscence, and cellulitis. The patient was prescribed antibiotics and hibiclens. There was no change since (B)(6) 2013. The patient was to be seen on (B)(6) 2013 for evaluation. (B)(4).

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. The patient experienced a skin reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.